Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a low voltage advisory alarm. The alarms had been occurring for two or three days despite the fact that the system controller was always in an optimal configuration with mains connection or two fully charged batteries. The alarms occurred while on batteries and the mobile power unit (mpu). The system controller was exchanged. The battery clips were exchanged. Exchanging the system controller resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via log file analysis. Data was reviewed from the reported event dates of 04nov2024 and 05nov2024. Beginning on (B)(6)2024 at 20:04, intermittent atypical power cable disconnect and low voltage advisory alarms activated due to the relative state of charge (rsoc) voltage fluctuating around the alarm threshold. On (B)(6) 2024 at 11:58, the driveline was disconnected, and the controller was powered down consistent with the reported controller exchange. The alarms did not affect the controller¿s ability to support the pump and there were no other notable events captured in the log file. The returned system controller (serial number: (B)(6) was functionally tested and was found to perform as intended. Atypical events and alarms were unable to be reproduced throughout testing, even when the controller¿s power cables were manipulated by hand. Wires within the power cables were also measured and did not show any issues that would have contributed to the reported event. Provided information indicated that exchanging the controller and 14v li-ion battery clips resolved the reported event. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with low power advisory conditions. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.